Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle was reported to possibly be gauze or lint from a cleaning cloth but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, the issue was likely the result of improper device cleaning/reprocessing. Additionally, the reported water coming from the air/water supply button, and only air coming from the tip issue could not be reproduced or confirmed. The issues may be detected/prevented by following the instructions for use sections below: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope air/water channel not working properly. Water coming out of air/water button and only air coming out distal tip. The issue was found during a colonoscopy procedure. The procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogged nozzle due to foreign material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found low mega ohm value on probe cover insulation, low angulation, play in the control knob movement, dents and scratches in the distal end plastic cover, tiny chip around edge of objective lens, bending section cover glue is cracked, and dents on gold pin and plug unit on scope connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.